Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 48 to 67 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of admission, and 422 mg/dl at the time of the call. The customer was given glucose gel, food, and soda to treat. The customer experienced symptoms such as shakiness and sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also woke up with 44 mg/dl, had juice and dropped to 41 mg/dl, paramedics were called again and the customer was given food to treat the low. The customer's basals were adjusted. The insulin pump will not be returned for analysis.